Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: due to a pinhole on the channel-tube, water tightness was lost; due to clogging of the nozzle, no air or water was fed; due to deformation of the flexibility adjustment ring, the insertion section was stiff; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the adhesives around the light guide lens and objective lens were peeled; the adhesive on the bending section cover had a chip; the bending tube was deformed; the control unit had a scratch and discoloration; the suction cylinder was shaved. Additionally, the following components had a scratch: the plastic distal end cover, the connecting tube, the forceps elevator knob and lever, the flexibility adjustment ring, the grip, the scope connector cover unit, the scope connector, the scope cover, the switch box, the right/left and upward/downward angulation control knobs, and the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the colonovideoscope had a clogged water nozzle. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.